Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was at the emergency room with diabetes ketoacidosis. It was stated that the customer's blood glucose at the hospital was 26mg/dl. It was stated that the customer was vomiting before going to the hospital. Troubleshooting was performed. The time, date, programming, and settings were correct. It was stated that the customer was concerned regarding the carbohydrates intake. It was stated that the insulin pump read 209 grams and it is recorded only 90 grams in her book. Had customer to disconnect from the quick release to run a fixed prime and high pressure tests. The insulin pump passed the tests. No further info was provided.